Event description:
It was reported that an under-dose and critical alarm occurred. It was indicated that for the past 3 weeks that the patient had increased pain and was feeling tired. The patient was in the emergency room (ER) on the day of this report and the pumps status was checked. The pump showed 'lbr/safe state.' The pump continues to reset and the pump logs show for (B)(6) 2012 only. Telemetry confirmed the critical alarm of reset occurred, low battery, and safe state. Last week the pump was interrogated and the patient was told that the pump had stopped. It was noted that the patient had been using a bone growth stimulator for her neck and this was thought of as a possible cause. The following day, it was reported that as of (B)(6) 2012, the current pump settings read, safe state, reset occurred and low reservoir alarm occurred. The pump was filled and the pump status after update said that the pump was in safe state, and reset occurred, but logs were not read. The physician believed that the pump was infusing because the pump stated after update that reset occurred and it gave the appropriate alarm date of '(B)(6)', based on the simple continuous infusion mode, which was also on the print-outs. The outcome of the patient and event was not provided. The drug delivered via pump was dilaudid. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported the patient experienced withdrawal signs/symptoms. The pump went to safe mode after turning off with stimulator. The pump and catheter were replaced. It was noted "performed safe mode but had alarm date". Patient outcome was noted as serious injury/illness. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).